Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two scs systems (one implanted for low back pain and the other for upper back pain). It was reported the patient was unable to increase his stimulation for lower back pain. The sjm representative met with the patient and determined the patient's system (low back) was not providing adequate stimulation. Subsequently, the patient underwent surgical intervention on (B)(6) 2016, where the lead was explanted and replaced with a different model. It was also noted during the procedure, the doctor electively explanted and replaced the patient's ipg. The reported issue is now resolved.